Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet with a libre 3+ sensor, including a lowest reported cgm reading of 59 mg/dl with a rapid rise to 233 mg/dl after treatment, during the device¿s initial learning period and following a typical meal that triggered a correction response. Symptoms included shaking, sweating, headache, and sweet breath. Outcomes included self-treatment with oral glucose and food, stabilization of glucose, and no hospitalization. Investigation included user coaching on best practices for hypoglycemia treatment and meal announcements during early ilet use. Investigation of this case revealed no device malfunction, with the event consistent with early algorithm adaptation and correction insulin dynamics in the context of routine activities. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use conditions during the learning phase. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.